Event description:
Boston scientific crm received information that loss of capture (loc) was reported on this right ventricular (rv) lead. Threshold measurements were increased to 3.5 volts. Noise was observed on electrograms (egm's). A chest x-ray was performed 24 hours post-implant and was noted to be unremarkable. This lead was explanted. Boston scientific did not make the explant and event dates available.